Event description:
The customer reported that the knob that controls the volume settings on the mts ID tipmaster pipettor was damaged. A damaged volume knob could lead to incorrect dispense of fluid which may lead to variations in antigen / antibody ratio and possible erroneous test results. The customer indicated that testing was not being performed at the time of the incident. The pipettor was taken out of use, preventing erroneous results from being reported.

Manufacturer narrative:
The customer was sent a replacement pipettor. The instrument was returned to ocd depot for evaluation. The customer's complaint was confirmed. The root cause of this event is unknown.